Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion. It was noted that the left ventricular (lv) lead exhibited high thresholds and that attempts to reposition and then explant the lead were unsuccessful. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.